Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported slda was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Na

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+, a posterior prolapse, and a flail. An xtw clip was inserted and deployed on the mitral valve. It was noted there was a challenging low transseptal height. To further reduce mr, a second xt clip was inserted. However, while entering the ventricle with the clip, the first implanted clip detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda). The second clip was then deployed, reducing mr to a grade of 1-2+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.